Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged no power to the pump and presence of moisture behind the display. The reporter denied damages to the battery compartment or to the battery cap. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: investigators were able to duplicate the original power complaint; the returned battery cap threads were stripped and the cap was unable to fully secure, leading to the power reboots. A test battery cap was used and was able to fit securely and to maintain electrical connection. Corrosion was observed on the ir port window, in the battery canister and on the display screen behind the lens. The pump powered on to a ¿cs127¿ illegal battery alarm that was unable to be cleared; further testing was impossible to perform due to the cs127 alarm issue. The display screen contrast is dim and reddish. Upon pump cover removal, further corrosion was found to the printed circuit board on the power reference voltage circuit, the display screen and to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.